Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited foreign material on the channel mount unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly due to leakage from ch tube. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU) for reprocessing: ¿ chapter 7 cleaning, disinfection, and sterilization procedures ¿ chapter 8 reprocessing workflow for endoscopes and accessories ¿ chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.